Event description:
Arrow dual lumen central venous catheter placed for surgery. Post-op, pt developed central nervous system deficit and hemodynamic instability. Echocardiogram showed air in heart chambers. Suspect air emboli from obturator leak in central introducer port.